Event description:
A radial jaw 3 biopsy forceps device was used during an unknown procedure (pt age, gender and weight unknown) in 2008. According to the complainant, following completion of the procedure, "half of the jaw of the forceps was missing after it was passed through the biopsy channel of the [endo] scope." Reportedly, "they found no remnants of the forceps in the pt." No pt complications were reported as a result of this event.

Manufacturer narrative:
The device has not been returned. A device eval cannot be performed; therefore, the cause of the reported event is undetermined. The june 2008 15-month radial jaw 3-forceps product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.